Event description:
Ra impedance looks stable and chronically low oversensing / artefacts oversensing of noise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).